Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an alarm was confirmed as an f-38 alarm via the alarm log. The cause of the alarm was due damaged force sensing resistors (fsrs). To correct the issue fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an alarm. There was no patient involvement. Additional information was requested and is not available.